Event description:
It was reported by the user that there was no ECG during a code. The patient's outcome is unknown at this time.

Manufacturer narrative:
The device was removed from service, and sent to the hospital's biomed for evaluation, who was unable to verify or duplicate the reported failure. A physio-control field service rep was also sent to evaluate the device, and also was unable to duplicate or verify the reported failure. Physio-control continues to investigation the reported failure.